Event description:
Complainant alleged that the device's main power knob fell off and the device would not power up. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The customer was sent a replacement main knob to resolve the malfunction. The customer confirmed that the replacement knob resolved the malfunction.